Event description:
Boston scientific received information that during a device replacement procedure, this transvenous defibrillation lead exhibited high out of range right ventricular (rv) impedances of greater than 2,500 ohms and increased pacing thresholds via the pacing system analyzer (psa). It was noted that increased impedances of 1,600 ohms were noticed when checking the device prior to the replacement procedure. The pace/sense portion of the lead was therefore surgically abandoned and the patient received a new rv pace/sense lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.